Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgeon has informed that she doesn't have the additional information. No further information available. The patient demographic info: age, weight, bmi at the time of index procedure? Name and indication of initial surgical procedure? Product code and lot number implanted in 2015? Were there any intra-operative complications? Other relevant patient comorbidities? Describe any medical intervention for pain and utis? Results? What are date and results of eua and cystoscopy? What was a reason/indication for removal of vaginal mesh component, vaginal reconstruction and urethroplasty? Date and surgical findings of mesh removal surgery? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Were chronic pelvic pain and uti resolved after revision surgery?

Event description:
It was reported that the patient underwent a gynecological surgery in 2015 and the mesh was implanted. The patient experienced chronic pelvic pain and difficulty in walking with a concomitant history of uti. The patient underwent eua, cystoscopy, removal of vaginal component of mesh, vaginal reconstruction and urethroplasty. No further information is available.